Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (B)(4) had (B)(4) broken needles. The following information was provided by the initial reporter, translated from japanese to english. It was reported that there is a product that has the chemical solution does not come out. Lot is unknown as it is needle only. 02/13/2024 (B)(4) samples were returned. Bdj found (B)(4) np needle bent and (B)(4) np needle broken. No defect was observed for (B)(4) samples. Pictures for the returned sample are attached. Sample will be sent. Row#2 and #3 were added after the actual sample was returned.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-mar-2024. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) had 10 broken needles. The following information was provided by the initial reporter, translated from japanese to english it was reported that there is a product that has the chemical solution does not come out. Lot is unknown as it is needle only. 02/13/2024. 36 defect samples were returned. Bdj found 10 np needle bent and 13 np needle broken. No defect was observed for 13 samples. Pictures for the returned sample are attached. Sample will be sent. Row#2 and #3 were added after the actual sample was returned.